Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade IV and the right sided capsular contracture was stated to be baker grade iii/IV. As a result, bilateral prosthesis replacement with mentor gel was performed in 2000. See 1645337-2020-02925 for contralateral prosthesis report.